Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) instructed the customer to centrifuge the calibrator for diagnostic purposes. The customer reported that the calibration failed again with the same error. The cta instructed the customer for diagnostic purposes, to replace the cal 0 with solution 4 and recalibrate. The calibration passed; however, the curve can not be validated with solution 4. The cta sent the customer 6-point calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.